Event description:
Event description boston scientific received information that during a follow up visit, this pacemaker revealed less than 0.5 year remaining . The device had been implanted for two years. In addition, the device was included in the insignia microcrystal failure mode 2 field advisory. A technical service consultant was contacted. No adverse patient effects were noted.